Manufacturer narrative:
(B)(4). The complaint iw930 infant warmer is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw930 cosycot infant warmer had a cracked warmer head. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Corrected data: upon evaluation of the complaint device, it was found that it was an iw910 mobile infant warmer, rather than an iw930 cosycot infant warmer. Method: the complaint infant warmer head was returned to fisher & paykel healthcare in (B)(6) for evaluation and was visually inspected. Results: visual inspection revealed a long line-crack at the lamp-end section traversing from the bottom edge up past the middle of the head case. No other defects were noticed. Conclusion: the portions of the case on either side of the crack were misaligned with each other, in a nature suggesting the crack was caused by an outside force, probably to the side of the case. The iw910 is a mobile infant warmer and the warmer head can be swivelled; it is possible for the warmer head to incur impact damage during transport. We note that the subject head case was manufactured in 2007 and is over 10 years old. The hospital was sent a replacement upper head case for the hospital biomed to repair the infant warmer. The subject infant warmer will be put back into service after passing the required electrical safety and performance tests.

Event description:
A hospital in (B)(6) reported that an iw910 mobile infant warmer had a cracked warmer head. There was no reported patient involvement.